Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded one event of non-treated episode, probably related to oversensing on a non-sustained ventricular tachycardia (nsvt). The patient had a similar episode one year ago. The device was optimized, and the smart charge was set to the maximum value. The plan is to continue routine follow-ups. Additionally, a couple of days later, inappropriate shock was delivered. No additional adverse patient effects were reported. The device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded one event of non-treated episode, probably related to oversensing on a non-sustained ventricular tachycardia (nsvt). The patient had a similar episode one year ago. The device was optimized, and the smart charge was set to the maximum value. The plan is to continue routine follow-ups. Additionally, a couple of days later, this device delivered inappropriate shock. Data analysis was performed, and technical services confirmed the inappropriate shock while programmed to the primary vector. Sudden drop of the r wave amplitude is also visible before the shock. Since the patient is still programmed to the primary vector, the patient is at risk for inappropriate shocks. Evaluation of these reported episodes showed a signal signature was consistent with changes in the impedance pathway of the sensing vector. This can either be caused by unstable tissue contact at sense b or impairment of the lead or other contact disturbances in the device header. Secondary vector could be a temporary solution for this case, while keeping close monitoring of patient in latitude. Further troubleshooting steps were provided and non-invasive and invasive options were suggested. No additional adverse patient effects were reported. The device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.